Event description:
Patient reported "patient wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms ¿ and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now my constant companion....constantly afraid of getting cancer and losing my life or my health far too soon." Device remains implanted. This record relates to left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "patient wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms ¿ and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now my constant companion....constantly afraid of getting cancer and losing my life or my health far too soon." Patient later reported capsular contracture, baker grade IV and lymphadenopathy. Patient additionally reported silicone migration and deformation. Device has been explanted. This record relates to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Manufacturer narrative:
The event of capsular contracture and lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. And lymphadenopathy.

Event description:
Patient later reported, capsular contracture, baker grade IV. And lymphadenopathy.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "patient wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms ¿ and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now my constant companion....constantly afraid of getting cancer and losing my life or my health far too soon." Device has been explanted. This record relates to left side.

Event description:
Patient reported "patient wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms ¿ and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now my constant companion....constantly afraid of getting cancer and losing my life or my health far too soon." Patient later reported capsular contracture, baker grade IV and lymphadenopathy. Patient additionally reported silicone migration and deformation. Device has been explanted. This record relates to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "patient wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms in july 2023 and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now patient's constant companion....constantly afraid of getting cancer and losing their life or health far too soon." Patient additionally reported capsular contracture baker grade IV, diagnosed by ultrasound. Device has been explanted. This record relates to left side.